Event description:
It was reported to philips that when performing the internal paddle testing no shock was delivered. There was no patient involvement.

Event description:
It was reported to philips that when performing the internal paddle testing no shock was delivered. The field service engineer (fse) evaluated the device and confirmed the internal paddles fail testing. The examination of the paddles found a break in the paddle cable. The device without these paddles passed testing. The paddles were returned for failure analysis. The analysis found the reported problem according to which ¿during testing the internal paddle, shock was not delivered¿ was verified in lab. The large switched internal paddles exhibited multiple issues that included from the patient connector contaminations, the connector unable to freely/smoothly snap into place, and the intermittent wire impedance reading causing detectability issue unless the cables are wiggled around points of connections for proper functionality. The large switched internal paddles were faulty. Based on the conclusion of the evaluation, it was determined that this was a malfunction of the internal paddles. The internal paddles were replaced and device passed testing. The device remains at the customer site. No further evaluation is warranted at this time.